Event description:
The facility reported a flo-gard infusion pump with failure code 94. According to the facility, this event occurred upon power-up in the emergency room unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an f94 alarm was confirmed and reproduced during evaluation. The cause of this condition is due to damage by deep discharge on the main battery. The main battery was replaced to fix the reported condition.